Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1(remove establishment telephone number and post office or zip code) additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 07 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material in the light guide lens is due to the light guide lens glue peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion. However, a definite root cause could not be determined. The instruction manual states the detection method associated with the event foreign material inside the light guide lens in "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign objects inside of the light guide lens. There were no reports of patient involvement.